Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in the common bile duct on a female patient. During the procedure, while advancing the device through the scope, the stent prematurely deployed inside the scope. The physician was able to remove the stent from the scope and complete the procedure with another rapid exchange biliary stent system. The procedure was completed with no patient complications. The patient was reported to be in fine condition at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device can not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.